Event description:
It was reported that a balloon rupture occurred. A 6mm x 2.50mm wolverine coronary cutting balloon was selected for use. During the procedure, upon the first inflation the balloon ruptured at 4 atm for 20 seconds. The device was removed normally, and the procedure was completed with another of the same device. There were no patient complications, and the condition of the patient post procedure was good.